Manufacturer narrative:
No product was returned for evaluation; it was informed to be contaminated. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. As part of the catheter manufacturing process, the units go through an electrical continuity inspection, and continuity test. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, after placing into the patient, this swan-ganz pacing catheter did not pace. The issue was solved replacing with a new unit. There was no allegation of patient injury.